Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alerted for a weak sensor signal despite the transmitter only being two feet from the insulin pump. The customer did not recall the blood glucose reading at the time of this event. The customer did report a low blood glucose of 46 mg/dl days prior and stated it may have been due to overestimating carbs. No product will be returned.